Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos of the customer sample show evidence of a side pierced sleeve. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5106929. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked from the bd vacutainer® adapter with luer adapter. There was no report of exposure, injury or medical interventions.